Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10, h11. A getinge field service engineer(fse) evaluated the unit and could not confirm reported error on startup. Error code 124 found in fault logs. X1 shuttle reading was unstable and would not calibrate. Replaced pneumatic interface module (d997-00-1178). Calibrated unit. Performed a full function and calibration check. Completed repair with all functional and safety tests per manufacturer specifications. The iabp was then released and cleared for clinical service.

Event description:
It was reported that during startup, the cardiosave intra-aortic balloon pump (iabp) unit had a error code 4. There was no patient involvement.

Event description:
It was reported that during startup, the cardiosave intra-aortic balloon pump (iabp) unit had a error code 4.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.